Manufacturer narrative:
(B)(4). Insulin pump received with blank white display due to corroded electronic assemblies. Insulin pump received with corroded battery tube and corroded motor home switch. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had backlight anomaly. Customer stated that backlight not worked. No harm requiring medical intervention was reported. The device will be returned for analysis.